Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, and cracked display window corners.

Event description:
Customer reported there is a scratch on his insulin pump's screen. He stated he bumped it on a table and now it is difficult to read the screen. Customer's blood glucose is 59 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.